Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse called in to report for the customer of a hospitalization due to high blood glucose levels. The customer's blood glucose level was 410 mg/dl at the time of incident, but was 337 mg/dl at the time of call. The customer's symptom included nausea. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis and hyperglycemia. The customer was treated with an insulin drip and the insulin pump. The caller performed the high pressure test and it passed. The customer had recently had a flu shot and a pneumococcal vaccine that made the customer feel sick. Nothing was replaced or returned.